Manufacturer narrative:
Notes to form 3500a and justification for information not provided as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information as part of internal complaint handling activities. Patient age at time of event, date of birth, sex , and weight not reported. Catalog # and serial # not utilized by trilliant surgical. Date of event was reported to be (B)(6) 2020, so (B)(6) 2020 is an estimation for date of event. Expiration date not applicable (n/a) to non-sterile trilliant surgical products. Lot # and unique identifier (UDI) # could not be confirmed as the device was discarded. Date explanted was reported to be (B)(6) 2020, so (B)(6) 2020 is an estimation for date explanted. Concomitant medical products and therapy dates not reported. Initial report fax not provided. Device bla number is n/a to this report. Na was not entered within this field as this caused technicals errors to occur in previous MDR submissions. N/a to this report. Device manufacture date could not be confirmed as the device was discarded. N/a to this report. No files attached to this report. Investigation evaluation of similar complaints the complaints log was reviewed to identify any similar events involving tiger screw removal between december 2019 and december 2020. Six (6) similar complaints were identified with the following root causes: four (4) unknown, one (1) patient pain, and one (1) patient noncompliance. None of these events can be confirmed to contain parts of the same lot number as the reported event as the lot number for the reported event is unknown. Device history record (DHR) review DHR review was not conducted as lot number is unknown or could not be narrowed down. Review of surgical technique tiger cannulated screw system instructions for use, IFU 900-01-002 revision p corresponds to the event. It is documented that the doctor/ user did follow the IFU and there are no abnormalities to document. Visual and dimensional inspection the removed part was not returned, so visual and dimensional inspection could not be conducted. Simulated use testing simulated use testing was not conducted for either returned device(s) nor with similar parts. The part was not returned and the 4.0mm x 32mm tiger screw was implanted for ~10 months. Performing simulated use testing utilizing sawbones material would not be able to recreate the bone growth and physiological changes that occur over an approximate 10-month time period. Thus, simulated use testing was not performed. Investigation conclusion as stated within the event description of customer complaint report (ccr) information and evaluation, frm qlt-005h, the "patient did not experience any pain. The tiger screw was being removed as standard protocol by dr. [X] per [sales representative]." In review of literature, it was determined that hardware used to fixate lisfranc joints can generally be removed after being implanted for 4 months to "allow restoration of joint motion and avoid complications of hardware failure". As a result, the root cause of the removal is based on surgical standards of routine hardware removal.

Event description:
On (B)(6) 2020, a trilliant surgical sales representative was contacted because a 210-40-003 (3.0/4.0mm tiger cannulated screw driver bit) was returned to trilliant surgical's corporate office with the head of the driver broken. The sales representative reported the driver broke intraoperatively in (B)(6) 2020, but the exact date of the case is unknown. The reported deficiency occurred during the removal of an implanted 200-40-032 (4.0 x 32mm tiger cannulated screw), originally implanted on (B)(6) 2020 for screw fixation of a lisfranc injury. Both the primary and secondary procedures were performed by doctor 1 at hospital x. Due to the facility's established regulations, representatives cannot obtain or keep patient information other than the patient's initials for billing identification via the patient sticker before, after, or during surgery. The sales representative was able to report the patient had good, hard bone quality and did not have any reported comorbidities, and no post-operative non-compliance was involved. The patient did not experience any pain. The tiger screw was being removed as standard protocol by doctor 1 per the sales representative. The sales representative confirmed via phone that all information available regarding the complaint has been provided. Information not provided is not available. This activity confirms a diligent and honest good faith effort has been made for this event. The 200-40-032 was disposed of following removal and will not be returned for further investigation.